Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was doing pretty good after implant. However, they have had a couple of accidents though, so they increased the stimulation up to four point o. The patient stated that they were on three something. When asked if it was okay and if that seemed to help, the patient replied it did. It was doing really good at three and then all of a sudden it started and they had two accidents in one day. The patient indicated that they had seen the doctor but it was two weeks follow up. They also had an appointment scheduled for the first of january (B)(6). The patient stated that they would leave it on four and see how that work and would talk to their doctor if they had any more problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.